Event description:
It was reported while using bd facscanto¿ ii biohazardous waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter, translated from czech to english: compressor not working, the device reports "boot up failed". Was the leak contained within the instrument? Not contained. Was the leak in a customer accessible location? Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. What is the source of leak -- waste line or non-waste line? After waste line. Was the leak mixed with bleach or decontaminate? No . Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak?¿

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd part # 338962, serial # (B)(6). Problem statement: customer reported complaint of the compressor pump not working and a waste leakage without bleach not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2020 to (B)(6) 2021. Complaint trend: there are no other complaints related to the issue of the compressor not working and a waste leakage without bleach not contained within the instrument. Date range from (B)(6) 2020 to (B)(6) 2021. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the compressor not working and a waste leakage without bleach not contained within the instrument was due to a leak in the drain pump, also known as aspirator pump. Although the compressor was working as expected, the aspirator pump was not working due to a corroded connector. The leak of saline solution may have caused the aspirator pump connector to corrode which would result in the failure of the fluidics mother board (fmb). The crystallization that formed from the leak may have interfered with the effectiveness of the compressor. All traces of crystalizing were cleaned and the tsr repaired the connection of the aspirator/drain pump. The aspirator pump and fmb were both tested. No further leaks were found and the fmb is preforming as expected. No parts were requested for evaluation as parts were repaired but not replaced. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured as they proper ppe (personal protective equipment) to clean up the leak. Bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A, indicates to wear suitable protective clothing and gloves to prevent transmission of potential fatal disease from biological specimens. This can be found on page 147 in cleaning the surfaces. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is low as there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2010. Defective part number: n/a. Work order notes: subject / reported: compressor not working. Problem description: compressor not working, the device reports "boot up failed". Work performed: crystallization was found in the fluidic modulus on a sheath bubble filter from which fluid dripped into the trap. Crystal cleaning and sealing of the upper fitting of the sheath bubble filter. Firmware upload to fluidics mother board (fmb) - communication on repeated operation with workstation and laptop fails to establish communication (status led green). Fluid was found in the truck in the rear lower part, which was gradually added there for a long time from a dropped hose on the waste pump. The connector in the drain pump cable is wet and corroded. The whole truck has been inspected and cleaned. The pump is disconnected, but the device still does not start. Fmb and pump taken to workshop repair. During the workshop repair, the fmb firmware (higher version) was played, the fmb was tested, and the connector in the pump cable was replaced with a fixed connection. 14.4. Fmb and waste pump installed. The fmb firmware plays the required version for the local device. The device is put into operation. Tested the pump within the operation of the device - without defects. Device restarted several times - fmb is working properly. Blue laser tuning performed. Performed device function check - baseline and performance check ok. Performed long clean - no defects. The device is capable of laboratory operation. Cause: drain pump hose dropped out, drain pump connector corroded, fmb firmware damaged. Solution: on. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part #(B)(4), version a, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. The severity rating in this file is ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby the biohazard exposure is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified: yes or no. Item: 27. Aspirator pump. Function: 27.1 removes waste fluid from cytometer. Potential failure mode: 27.1.1 pump failure. Potential effect(s) of failure: 27.1.1.1 does not remove waste liquid from cytometer. Potential cause(s) / mechanism(s) of failure: 27.1.1.1.1 accumulation of blood debris and saline crystals on valve plates inside of pump 336096. Accumulation prevents proper seal of valves, diminishing pump efficiency (capacity). Current controls: level sensor. 1. Fb21 low vac level monitoring ¿ level same as in canto a 2. Level sensor in buffer tank triggers emergency fluidics shutdown in approx. 4-1/2 minutes 3. Universal safety precautions apply when dealing with biological samples (user's guide). Recommended actions: 1. Replace pump with self-cleaning flapper style valves. 2. Close off v20 during sit flush to increase suction at sit. 3. Increased fluid capacity of sit channel to hold more than the liquid volume of a single sit flush. Responsible party: (B)(6). Target completion date: 1, 2- complete 3 - (B)(6) 2006. Actions taken: 1. Nxb-2259 submitted on (B)(6) 2006-replaced 336096 pump with dual head pump with self cleaning flapper style valve improved performance and reliability. 2. Fluidicsmodes.txt submitted to clearcase on (B)(6) 2006 (both hts and carousel tables). Sev: 8. Occ: 2. Det: 3. Rpn: 48. Mitigation(s) sufficient: yes or no. Root cause: based on the investigation results the root cause was due to a leak in the drain pump. Conclusion: based on the investigation results, the root cause of waste leaking outside the facscanto ii was due to the aspirator pump connector being corroded. The fse confirmed the issue, repaired the aspirator pump connector, uploaded firmware of fmb and fixed the initial leak. After the repairs, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk is low as there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscanto¿ ii biohazardous waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: compressor not working, the device reports "boot up failed". Was the leak contained within the instrument? Not contained. Was the leak in a customer accessible location? Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. What is the source of leak -- waste line or non-waste line? After waste line. Was the leak mixed with bleach or decontaminate? No. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak?¿